Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging onsite and confirmed the dongle was damaged and would not set properly. After the dongle was replaced, the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the dongle fell out and the imaging system went into e-stop. The representative replaced the dongle and the system was fully functional. There was no patient present when this issue was identified.

Manufacturer narrative:
The rear panel for the imaging system was returned to the manufacturer for evaluation. It was found that the dongle standoffs were missing and that cosmetic damages were present on the panel.